Event description:
It was reported that on (B)(6) 2022, the impactor broke in the insertion handle intraoperatively during an open reduction internal fixation (orif) of right femur. Procedure was completed successfully by taking another impactor from another tray. A 5 minute surgical delay was noted. No fragments were generated. This is report 1 of 1 for (B)(4). This report is for a driving cap.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the tip of the driving cap/threaded has broken in 2 pieces. The broken fragments are inside of radiolucent insrt h&le for expert nl/100. No others problems were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part #: 03.010.523-us. Lot #: 5l91262. Manufacturing site: jabil bettlach. Release to warehouse date: 21, november 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 5l91262, and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part #: 03.010.523-us. Lot #: 5l91262. Manufacturing site: jabil bettlach. Release to warehouse date: 21, november 2019. A manufacturing record evaluation was performed for the finished device lot# 5l91262 and no non-conformance related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to manage all work orders (wo) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded (product code: 03.010.523 lot number: 5l91262) was observed broken from the threaded tip and the broken portion was observed inside to hole connection of the mating device (radiolucent insrt h&le for expert nl/100). No other issue was found. A dimensional inspection for the driving cap/threaded (product code: 03.010.523 lot number: 5l91262) was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded (product code: 03.010.523 lot number: 5l91262) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: conector for insertion handle verbindungstueck f/zielbuegel tfna se_380067 rev. N / rev. L. Dimensional inspection: n/a d9.